Event description:
It was reported that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient had a revision on an unknown date due to 2 fractured screws that remain in glenoid and a loose glenoid component. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D11: medical product: catalog #: unknown, screw, lot #: unknown. Catalog #: unknown, glenoid, lot #: unknown. G2: canada. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. . Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.